Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of no image was confirmed. The following additional findings were also noted: corrosion of the lock lever head, corrosion of the camera head scope mount, adhesion on the main body of the camera head, and imaging cable in the camera head part flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, when trying to connect their hd camera head during an unknown therapeutic procedure, the customer could not see the image. The procedure was completed following the replacement of the complaint device with a similar one. There were no reports of patient or user harm associated with this event.